Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) output connector was broken, and the epg would not turn on. It was also indicated that the main printed circuit board (pcb) and several external components needed to be replaced. At the request of the customer, the epg was returned unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that external pulse generator (epg) output connector was broken, and the epg would not turn on. The epg was returned for service. There was no patient involvement.